Event description:
New information received notes that the bluetooth telemetry loss was due to telemetry lockout.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The patient was seen in clinic and the issue was resolved. There were no patient consequences reported.